Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer tip is confirmed; however, the exact cause could not be determined. One 4 fr single lumen groshong nxt catheter kit was returned for evaluation. An initial visual observation revealed the kit tray was open, and all of the components of the kit were returned except for the two-piece connector assembly. The tip of the dilator was observed to be damaged, and biological residue was observed on the sample. The returned guidewire was threaded through a non-complainant dilator and no issues were found. Then the returned guidewire was threaded through the returned dilator and some resistance was noticed; however, the guidewire was completely threaded through. A microscopic observation revealed some deformation and whitening of the material at the tip of the dilator. The distal and proximal tip of the guidewire were unremarkable. It was not possible to determine whether the damage observed on the dilator tip occurred during manufacturing, transportation or handling/use of the device, there the exact root cause is unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported vascular sheath would not pass through guidewire, replaced with new catheter for use. 10/23/2025- it was found during an investigation microscopic observation revealed some deformation of the guidewire.